Manufacturer narrative:
Based on the available information, the event was deemed a reportable malfunction because a detached irrigation/inflation port could lead to leakage of fecal matter from the device which can pose the risk of wound exposure (with resultant infection) to pts using the device. It was reported that the nurse deflated the balloon and removed it from the pt. There was no report of fecal contamination in this case. No additional pt/event information has been provided. A return sample for evaluation is not expected.

Event description:
Convatec employee reported that they realized that the luer connector of the inflation and the irrigation ports were disconnected from the ports. By the time this issue was noticed, the pt was using the flexi-seal for 5 days. The nurse noticed the problem while trying to deflate the balloon and she had difficulty removing the liquid from the balloon. She was able to deflate the balloon and remove it from the pt.